Manufacturer narrative:
Na

Event description:
It was reported that when the ventilator was used in a simulation lab and connected to an intubated mannequin ((B)(4)), it did not cycle. The customer disconnected the revel circuit from the endotracheal tube, placed a thumb over the end of the circuit, and repeatedly occluded and opened the circuit. This caused the ventilator to begin cycling.